Manufacturer narrative:
A pump stop event was confirmed via the log file data provided by the account. The submitted log file contained data spanning from day 938 hour 13 minute 59 to day 946 hour 0 minute 57, per the timestamp. A pump stop event with associated low speed/flow alarms was recorded on day 944 hour 2 minute 7 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through this evaluation. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while exchanging batteries, the patient reported losing power and the clock reset while on one battery. The patient was asymptomatic. Log file review captured one unexplained motor stop and two unexplained low speed hazards coinciding with the change system controller alarms and out of sequence timestamp/clock reset. No additional alarms have been reported.